Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). This cooler heater unit was in storage off-site since 2009. The scale and debris build-up was this unit was extreme. The fsr cleaned the unit by flushing out with water, which was very weak. The fsr de-scaled the cooler heater per the units guidelines. This was very time consuming for multiple de-scalings on the unit. With the de-scalings and preventive maintenance completed, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, water was flowing very weak through the cooler heater unit. Since the event occurred during preventative maintenance, there was no pt involvement.